Event description:
It was reported that the patient had brain surgery in 2012 and was in the hospital for about a week in (B)(6) 2013 for ¿a series of seizures¿. Two weeks later, it was reported that the patient was still having concerns regarding the device or therapy but was working with their healthcare provider or manufacturer¿s representative. An appointment date of (B)(6) 2013 was noted. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va066zz, implanted: (B)(6) 2013, product type: lead. (B)(4).